Manufacturer narrative:
The analysis of the product showed that the head had a dent. This dent impedes the push button to go back into the home position once it was pressed. This causes inner friction and therefore increase of temperature. The dent shows that the handpiece received a strong hit, e.g. A drop during reprocessing. In addition the bearings have been worn out. This causes also higher friction and therefore increase of temperature. Also the chuck retaining system was worn out. The handpiece was more than 5 year in use without a repair. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. It also requires that a handpiece gets send in for a preventive test/repair on a regular base relating on the frequency of use. Reported due to the 2 year presumption rule.

Event description:
During a standart dental treatment, the handpiece got hot and burned the pt on right cheek. The dentist put some dontisolon ointment on the burn. No further medical care was necessary.